Event description:
The subject balloon catheter was uneventfully delivered to the target lesion just proximal to the ophthalmic artery. However, the balloon ruptured during the second inflation. The procedure was complete at the time of the rupture. There was no clinical consequence to the patient.

Event description:
The subject balloon catheter was uneventfully delivered to the target lesion just proximal to the ophthalmic artery. However, the balloon ruptured during the second inflation. The procedure was complete at the time of the rupture. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device did not identify any external anomalies. There was solidified contrast media noted within the hub of the device. Microscopic examination showed that the balloon had a tear. The device dimensions were within specifications. The device was being unable to flush due to the solidified contrast. The device was soaked in water; however, an attempt to flush the device was again unsuccessful. A guidewire could not be inserted into the device. As the device was inflated and deflated during preparation without issue, it can be concluded that the balloon was probably damaged during the procedure causing the reported balloon rupture. Based on the information available and investigation results it is most likely that the reported balloon rupture related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.